Event description:
On (B)(6) 2019, the lay user/patient contacted lifescan (lfs) USA, reporting that she had difficulties setting up her onetouch ultra2 meter. The complaint was classified based on the customer care advocate (cca) documentation following a review of the call by a senior cca. The patient reported that on (B)(6) 2019, she had difficulties setting up the meter, and was unable to obtain a blood glucose result. The patient reported that she does not have diabetes, but that she is ¿at the stage of becoming pre-diabetic¿. She stated that she does not take any medication to manage the condition and denied making any changes to her usual management of the condition. She reported that on (B)(6) 2019, she developed ¿blurry vision¿ which she stated was due to the difficulties she experienced with the meter. She denied receiving any treatment for her symptom. During troubleshooting, the patient confirmed that she was using the subject meter for the first time. The cca educated the patient on the correct testing procedure and walked her through a retest. The issue was resolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed a symptom suggestive of a serious injury adverse event, after she was unable to set up the meter to obtain a blood glucose result.